Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The pads on the electrodes were removed, fiber remains from pads and dried gel deposits were observed on the electrodes. Gel and fiber residue was removed and continuity testing was performed. Good continuity was observed across all of the electrodes. Continuity testing was performed between the electrodes and the connector and good continuity was observed. The sensor was returned used. Functional testing could not be performed since the sensor is intended for single-patient use; the integrity of the sensor (gel; contacts; etc) is broken once it is removed from patient use.

Event description:
The customer reported inaccurate psi detected. No patient impact or consequences were reported.